Event description:
Procedure performed: unknown. Event description: it happened roughly a month ago. It was the instrument guard that came off into 2 pieces and went into the patient. It was found and removed during the operation. Other than this, the scrub nurse cannot remember much else about it as it was a month ago. Additional information was received by the customer via customer relations on (B)(6)2024: issue was a clear plastic ring coming out from the inside part of the port patient status: no patient injury or illness was reported.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that the dislodged shield was caused by an asymmetrical instrument that was inserted in a non-axial manner . Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records, and no relevant documentation swere identified. [Correction] section d8 has been updated to "no".

Event description:
Procedure performed: unknown. Event description: it happened roughly a month ago. It was the instrument guard that came off into 2 pieces and went into the patient. It was found and removed during the operation. Other than this, the scrub nurse cannot remember much else about it as it was a month ago. Additional information was received by the customer via customer relations on (B)(6) 2024: issue was a clear plastic ring coming out from the inside part of the port patient status: no patient injury or illness was reported.